Event description:
Complainant alleged that while analyzing the heart rhythm of a (B) (6) female patient, the device returned a "shock advised" determination for a rhythm that appeared to be not shockable. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll medical; however, the customer returned the ECG data for review. Evaluation of the ECG data found that the presented heart rhythm met the requirements for defibrillation and the device appropriately reported a "shock advised" prompt. Analysis for reports of this type has not identified an increase in trend.